Event description:
As reported by the sales rep per the user facility: "nurse was stuck with a faulty introcan". Further information provided by the health nurse indicated: "nurse was stuck about a month ago and was treated by facility protocol". She also stated "the nurse did not get stuck when cleaning up, she got stuck when pulling out the needle from the catheter. The safety mechanism on the needle did not completely cover the bevel of the needle and she got stuck with the exposed needle. The safety mechanism worked about 1-2 cm above bevel". She stated that the nurse was not exposed to infection, for patient was tested as well as she and both were negative. A lot number is not known, since the incident occurred over a month ago. The actual sample will be returned for evaluation.

Manufacturer narrative:
The actual device in the incident has not yet been made available to the manufacturer to be evaluated and a lot number remains unknown. Without the actual sample or a lot number a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. If the sample is made available to the manufacturer to be evaluated as indicated and reveals any pertinent information, this report will be re-opened for investigation. All available information has been provided to the actual manufacturer.